Event description:
It was reported that the arctic sun device was failing calibration for error 103 (switch settings incorrect). Calibration testing unit (ctu) was tried on a different device and worked fine. The device was coming in for isolation circuit card replacement under warranty. Per sample evaluation results received on (B)(6) 2022, it was reported that the hot connection between the main ac power circuit card and the power inlet module shows signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was investigated. Preventatively replaced ac main voltage circuit card sn (B)(6) and the power inlet module with ac main voltage circuit card sn (B)(6) and a new power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required. The labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for error 103 (switch settings incorrect). Calibration testing unit (ctu) was tried on a different device and worked fine. The device was coming in for isolation circuit card replacement under warranty. Per sample evaluation results received on 08sep2022, it was reported that the hot connection between the main ac power circuit card and the power inlet module shows signs of electrical overstress. Per sample evaluation results received on 30sep2022, it was reported the double bend tube and the chiller evaporator outlet tube were found to be expanded during servicing. It was noted that the double-bend tube and the chiller evaporator outlet tube were replaced.